Event description:
Patient revised due to dislocation.

Manufacturer narrative:
Minimal information available on original surgery, which may have occurred over 7 years ago. Manufacturing records and sterilization records can not be reviewed because the implant lot number is unknown.